Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a static fill estimate of 145 units despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer was educated on the potential cause involving measured pressure variances and instructed on proper air removal steps, with an email sent for further guidance on the cartridge loading process. Caller planned to change the cartridge using the correct steps and agreed to call back if the issue persisted.